Event description:
It was reported that this left bundle brain lead was not successfully implanted due to unknown product performance issue. Additional information received indicates that the lead was attempted due to lead's screw was damaged during repositioning and the screw would no longer retract. This lead was never in service and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial emdr h6 device codes. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on the field report of helix difficulty and the observation of a deformed (stretched out) helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. Based on the results of the investigation, no escalation is required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial emdr h6 device codes.

Event description:
It was reported that this left bundle brain lead was not successfully implanted due to unknown product performance issue. Additional information received indicates that the lead was attempted due to lead's screw was damaged during repositioning and the screw would no longer retract. This lead was never in service and will be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this left bundle brain lead was not successfully implanted due to unknown product performance issue. Additional information received indicates that the lead was attempted due to lead's screw was damaged during repositioning and the screw would no longer retract. This lead was never in service and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.